Manufacturer narrative:
The valve was returned in the returnkit in an unknown fluid. The valve was at pressure level 3 cmh2o set. A scratch was identified during a visual inspection. With the aid of a dial gauge, the parallelism of the valve body was parallel tested. The measurement of the plane parallelism confirmed the scratch on the valve. The value measured here was clear at 0.102 mm out of tolerance (tolerance +/- 0,02 mm) and the pressure was too high. A penetration test was performed to check a clog in the valve. This test is at a hydrostatic pressure difference of approx. 20 - 30 cmh2o in flow direction. The test has shown that the valve is permeable. All of the pressure steps in steps of 5 at the valve up and down were attempted to be adjusted. The investigation revealed that the valve could not be adjusted, neither up nor down. To measure the brake release force, the valve with a brake force meter was checked. The measurement of the braking function as well as braking force could additionally confirmed that the valve characteristics by the apparent deformation were impaired. The rotor was defective. The valve was tested on the miethke test bench. It goes through the standard test for the horizontal position. Here, the liquid flow of 60 ml/h gradually reduced to 5 ml/h and increased again to 60 ml/h (based on iso 7197). The resulting pressure was measured. Because the valve is no longer able to provide a constant pressure levels, an investigation could not be carried out on the test bench. It is undecided of what has caused a deformation of the housing surface. However, it is certain that the valve is in acceptable condition. No need for further action.

Manufacturer narrative:
Aesculap inc. (Importer) is submitting this report on behalf of christoph miethke gmbh & co. Kg (manufacturer). Exemption number: e2017044. Manufacturing site evaluation: evaluation on-going.

Event description:
Country of complaint: (B)(6). It was reported that there was drainage.